Event description:
It was reported, the patient complained her ipg randomly turns on without prompting. The patient's physician explanted and replaced the ipg which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.